Manufacturer narrative:
Additional initial reporter name - (B)(6) rn. Complete event site name - (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab) the inner lumen had flushed well. However, once the iab was inserted, the physician was not able to aspirate or flush. The customer was advised to remove and replaced the iab. It was later reported that the same issue had occurred with the second iab. The customer connected the arterial line setup to the fluid lumen and was able to aspirate and flush. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering the rear taper end of the membrane. No kinks or physical damage was observed on the device. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025¿ laboratory guidewire was inserted through the inner lumen. No occlusions or obstructions were felt. The evaluation did not confirm the reported problem. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.